Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient had an impella cp placed for a high-risk percutaneous coronary intervention procedure. The pump had a high purge pressure alarm. No kinks were noted in the purge line. The alarm resolved itself after around 30 minutes with no intervention done to fix the issue. No issues with pump flow or motor current were noted. The high purge pressure did not prompt the device to be explanted. The patient survived and the pump was discarded post procedure.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product returned. Purge pressure high (hpp) - data log review showed purge pressure ramp up over the 20 minutes after pump start, briefly recovering, before ramping back to hpp alarms over 8 minutes. No motor current (mc) spike seen with pump and purge flows also decreasing at that time. The cause of the purge pressure high alarms was biomaterial build up due to the 20 minute purge pressure build up with lowering pump and purge flows. Clinical details note no heparin was used. Device history review: the device passed all the post sterile inspection checks.